Manufacturer narrative:
Reportable near incident identified. Investigation in progress.

Event description:
Angelini s.p.a. Provided this spontaneous report to bridges consumer healthcare on (B)(6) 2023. Angelini s.p.a. Received the information on 18-dec-2023. The report verbatim is as follows: this serious spontaneous case, manufacturer control number (B)(4) is an initial report from germany received on 18/dec/2023 from a consumer/other non-health professional through diamed (de3535). This case report concerns a 72-years-old female patient, who applied thermacare heat wraps (batch number was ga0282 and expiry date was jan/2025) for unknown indication. Concomitant medication(s): unknown. Medical history: unknown, on unknown date after thermacare heat wraps initiation, the patient experienced intentional device misuse, burns second degree. The consumer applied the heat wraps directly onto the skin. After 2 hours of use the heat wrap became particularly hot in one spot, but the consumer did not think anything of it. This lasted for about 10 minutes. The consumer stated that she was not very sensitive to pain. After 18 hours of use, the consumer removed the heat wrap, which was a little painful and noticed that she had suffered from a burn blister on her back approximately the size of a 2-euro coin, located on the spot which became particularly hot. The burn blister opened whilst removing the heat wrap. The consumer stated that she regularly used thermacare with great success for her back in the past. Further information was not available at the time of this report. Outcome: intentional device misuse: unknown, burns second degree : unknown the action taken in response for the event to thermacare heat wraps was unknown. Angelini medical assessment: the pi of thermacare heat wraps mentions that burns second degree could be an adverse event of this medical device, whereas it does not mention intentional device misuse. Dechallenge and rechallenge were unknown. Temporal association adverse events-medical device is plausible. Based on the information provided, the causal relationship between thermacare heat wraps and burns second degree is considered as possible, for intentional device misuse and product quality issue it was considered not assessable. The overall assessment for this case is serious/unlabeled/possible.

Manufacturer narrative:
On 05-feb-2024, angelini s.p.a. Provided bridges consumer healthcare additional information. Angelini s.p.a. Received the information on 23-jan-2024. The report verbatim is as follows: follow up received on 23/jan/2024 from qa department. Complaint number (B)(4). Batch code: ga0282 brand code/sku: f00573301053w product count: 4 count date of manufacture: (B)(6) 2022 to (B)(6) 2022 expiry date: 2025-01-31 quantity released: (B)(4) cartons ((B)(4) wraps) a 36-month trend analysis has been conducted. The trend analysis returned a total of 131 complaints for lbh 8 hour products during the period (B)(6) 2020 to (B)(6) 2023 for the class/subclass. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Based on this trend analysis, the data did not show an increase over time. There is not a trend identified for the subclass of adverse event safety request for investigation for thermacare neck shoulder wrist 8 hour product. There is no further action required. Considering the current information available for this complaint it is not possible to determine a root cause. However, there are pre-identified risk factors that could cause a blister listed in the hazard analysis (rpt-000097160). There are mitigations in place to prevent these situations such as in-process testing, thermal testing and visual inspections to ensure the quality and safety of the product. There are also multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing, and visual inspection, to ensure the quality of the product being packaged. All materials used in the production of this batch were inspected and released by quality control before being released for use. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks. The product is within expiration date. The product quality for the batch is not impacted by this complaint. There are pre-identified risk factors that could cause a burn listed in the hazard analysis (rpt-000097160). During the investigation of this complaint rpt-000097160 was reviewed and no further risk was identified. Since this complaint is not justified and there is no identified defect, there is no change needed to the risk documentation as a result of this investigation. Based on the information provided, the event of burns second degree as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the intentional device misuse of the device. The pi of thermacare heat wraps mentions that burns second degree could be an adverse event of this medical device, whereas it does not mention intentional device misuse. Dechallenge and rechallenge were unknown. Temporal association adverse events-medical device is plausible. Based on the information provided, the causal relationship between thermacare heat wraps and burns second degree is considered as possible, for intentional device misuse and product quality issue it was considered not assessable. Parent batch ga0282 is the only batch within the scope of this investigation. The device history record, manufacturing electronic system records, retain samples, thermal results, raw materials and trending were evaluated. No quality issues were identified during the production of the batch. The complaint was evaluated to identify a potential trend for the batch and subclass. The evaluation of the batch history shows this is the first complaint for the subclass. A trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures. There were no wrap attribute or variable defects recorded for the batch. Considering the current information available for this complaint it is not possible to determine a root cause. This complaint is not justified, and no issues were found during batch/production data review to suggest the adverse event was related to a product defect. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks. The product is within expiration date. The product quality for the batch is not impacted by this complaint.